Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The medtronic representative attending the procedure, discussed with the site that use of the suretrak on a third-party driver goes against the IFU warning that says "movement of the distal end of the instrument with respect to the fighter will result in an inaccurate display of the instrument location". If we assume the tip of the driver is bent and the suretrak can swivel on the driver than this would cause an inaccuracy to occur. On (B)(6) 2015 a medtronic representative, following-up at the site, reviewed the instructions for use (IFU) for the suretrak2 medium passive array and discussed with surgeon and site staff. No replacement requested. No parts have been received by manufacturer for analysis as site retained the device.

Event description:
A medtronic representative reported that, while in a spine procedure, the projection on a screw appeared to shift in the software as the suretrak swiveled o the shaft of a non-medtronic screwdriver. Screw placement was confirmed via intra-operative imaging. In trouble-shooting, discussion was held regarding IFU warning against third-party devices being used. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The surgeon reported to the rep that accuracy was allegedly off about 1/4 inch medial and lateral. Lot # and mfg date now provided.